Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient is experiencing pain and may require a revision surgery due to loosening causing the pain. The physician plans to watch it for now but if it doesn't improve, the physician may want to convert to an inbone.

Manufacturer narrative:
The reported event could not be confirmed, based on assessment of available CT scans by medical expert. The device inspection was not possible as the product was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The provided CT scan shows some sclerotic changes in the distal tibia as described by the treating surgeon. There are little cysts adjacent to the implant. There is no clear sign of loosening or migration and the reason for the pain cannot easily identified by the provided images. There is in addition some cysts adjacent to the talar component. There is no clear loosening or migration visible, but it is not unlikely. Overall, the underlying cause for the pain can not be detected by the CT scan only. The reason for the revision remains unclear so far. Failure of total ankle replacement tar over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, the assessment is limited. No conclusive statement can be provided, because key clinical information e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure and or the device in relation to cause of the failure. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient is experiencing pain and may require a revision surgery due to loosening causing the pain. The physician plans to watch it for now but if it doesn't improve, the physician may want to convert to an inbone.